Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform a21 test or displacement test due to motor error alarm. The insulin did have intermittent button response due to corroded keypad traces. Moisture damage was found on electronic assembly. The pump was received with minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, unexpected restart, and moisture damage. Customer's blood glucose was 55 mg/dl. Troubleshooting was performed and the pump passed the self-test. The customer stated the insulin pump was exposed to moisture; water. The customer stated the unexpected restart alarm began and the unresponsive keypad began after moisture exposure. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.